Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the diluent rinse line had come off the blood sampling valve (bsv) fitting. The fse installed a new diluent sampling line resolving the issue. Service activity performed was verified to meet the specified requirements per established procedures. Failure mode of the leak was related to disconnected diluent rinse line from bsv fitting. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that an unknown amount of fluid was leaking from the secondary mode area of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.